Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with broken reservoir tube lip. Device received with cracked reservoir tube. Device received with cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a battery fail alarm. Customer reported there were cracks around the battery compartment and the cap was unable to hold the battery tight. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced. Customer agreed to return the device for analysis.